Manufacturer narrative:
Customer reported that their AED is having a speaker isssue and that the AED sounds weird. The AED maintenance activity is to check the asi light and check the pad dates. Cintas rep and customer declined sending ddc, as they are retiring all their current units and upgrading to new ones. No action needed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED is having a speaker issue and that the AED sounds weird. The AED maintenance activity is to check the asi light and check the pad dates. They did not report that this event occurred during patient use.